Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to their dermatologist and was diagnosed with infection at the pod site. For treatment, the patient was given unknown antibiotics and wound care products. The patient was discharged after 30 minutes. The patient's blood glucose (bg) values reached 170 mg/dl. The pod was worn longer than 48 hours on the abdomen.